Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (lymphatic complication). Conclusions: inherent risk of a procedure (lymphatic complication).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 56 mm diameter abdominal aortic aneurysm. The access vessels were 7 mm in diameter bilaterally. There was mild iliac tortuousity bilaterally. It was reported that the left lower extremity has a chronic lymphocele. This has been present since approximately three days post implant. The lymphocele recently caused the patient some pain and cellulitis and the patient reported that it had grown in size. There is pressure and no drainage. The patient was evaluated for this event and it was noted there was a small lymphocele, which has been stable and the patient is asymptomatic. There is no evidence of an endoleak; however, the patient recently developed some cellulitis. The patient was given antibiotics and the left femoral mass was excised surgically which resolved the event. The investigator assesment states that the event is procedure related.